Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon deflation difficulties and withdrawal resistance occurred. The "quite calcified" target lesion was in the distal right coronary artery (rca). A 2.25x24mm taxus liberte drug eluting stent was advanced and deployed at 18 atmospheres (atms) for 15 seconds (secs) to treat the target lesion. The physician attempted to deflate the balloon but the balloon remained inflated. 30 seconds later, the balloon was inflated to 4 atms for 15 sec. The balloon was then able to be deflated. During withdrawal, the physician encountered resistance, but was able to remove the device by pulling "firmly". There were no patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown. Product unavailable for analysis.